Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the post implant system evaluation, this lead exhibited loss of capture and was confirmed via x-ray imaging, to have dislocated. The physician was able to surgically intervene and successfully reposition and secure the same lead. No pre or procedural adverse patient effects were observed or reported. To date, this lead remains implanted and in service without additional complications.